Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it had patient interface issues, and all stations were in critical override. A technical support specialist dialed into the care fusion coordination engine. It was observed that no active directory messages had been received for cocpmc. The mbm and cce-service were restarted, but there was no change. Hca it was contacted, and the issue was resolved on the host/customer side, with active directory messages successfully received afterward. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, it had patient interface issues, and all stations were in critical override. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.